Event description:
According to the information received, the fontan fenestration was measured at 5.58mm angiographically. The guidewire position was obtained and a 6f amplatzer torqvue 45 degree delivery system (dtv45) was inserted. Difficulty was experienced advancing the dtv45 over the guidewire and it was removed. Upon inspection, the tip of the dtv45 sheath had a large jagged portion missing. Care was taken by the implanting physician to confirm that no portion of the dtv45 sheath tip remained in the patient. A new dtv45 was successfully inserted. A 6mm amplatzer septal occluder (aso) was advanced to the fontan fenestration but did not seat correctly and was removed. A 4mm aso was successfully deployed.

Manufacturer narrative:
The amplatzer torqvue delivery system (sheath and dilator only) was returned to aga medical with the sheath tip damaged. Following decontamination, a microscopic examination revealed extensive cracking and rough torn edges of the distal tip material and a portion of the tip material appeared to be missing. During manufacturing, this delivery system lot underwent a series of inspections to verify the integrity of the sheath. A review of manufacturing documentation confirmed this delivery system lot successfully completed these inspections. Our investigation was not able to determine the cause of the failure described in the field. We are continuing to investigate into this failure, and have forwarded this information onto our research and development team for additional review.